Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit is not powering up with the unit plugged into ac power and with a good battery. There was no reported pt involvement.